Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
(B)(4). Concomitant products: 118001, versa-dial/comprehensive ti std taper, 116210, 113042, versa-dial/comprehensive 46x18x53 humeral head, 456990, 113628, comprehensive primary stem 8mm mini, 890370, pt-113950, comprehensive pt hybrid glen post regenerex, 573760. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09608. 0001825034 - 2017 - 09609. 0001825034 - 2017 - 09607. 0001825034 - 2017 - 09611.

Event description:
It was reported that a patient is experiencing pain and limited range of motion due to right axillary mononeuropathy and carpal tunnel syndrome after having shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable.